Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the device had been successfully activated and cut a few times before jaws locked on tissue and could not be removed after seal and cut cycle. It had only been activated approximately 1-3 times and did not have any eschar or build-up present in the jaws of the device. Handle was squeezed to try to release ratchet mechanism and was able to be removed from the tissue in the closed position without damage occurring to the tissue or cause bleeding. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found that the device was returned with the jaw close. The reported condition of tissue sticking was not confirmed. The investigation found that the handle of the device was difficult to open. Further investigation found that the latch pin on the handle was bent, which was preventing the handle from moving smoothly along the track on the inside of the device body. This occurs when the handle is forced open in the event it gets stuck. Grasping on a hard object or thick tissue bundle can cause the latch to malfunction. The user should not continue to use the device after it was forced open. The investigation identified the root cause of the reported bent latch pin event to be mishandling by the user for continuing to use the device after it was forced open. The instructions for use (IFU) states, if the lever cannot be unlatched following use, open the device by forcing the lever forward from the handle. The device will no longer function properly and must be discarded. If information is provided in the future, a supplemental report will be issued.